Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the implantable neurostimulator (ins) was taken out in (B)(6) 2018 because it was not helping the patient very much since implant and the battery was irritating the patient. The area around the battery always have them a burning feeling even though it was not red. That had started a month or two before the ins was taken out. It was noted that the battery was not leaking. There were no falls or traumas that led to the issue. The it was noted that "they had to go in there anyway" because the patient was having back surgeries for broken rods and screws that was unrelated to the scs therapy. The patient was leaking spinal fluid so they took it out at the same time. The patient had 3 unrelated back surgeries in (B)(6) where replacement hardware was put in. The surgery to fix the leaking spinal fluid was in (B)(6). The patient had one more surgery after that on (B)(6) 2018. It was noted that the patient was due for a pain pump implant over the (B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(4) 2018 from the consumer clarified that the removal surgery occurred (B)(6) 2018 and not march. It was noted that the decision to explant was because the battery site irritation had been greater than the benefit the patient had been receiving from the system. No further complications were reported.